Event description:
It was reported that the iqvia technician, was onsite to perform the 113 (reduced water temperature control) field action. This arctic sun device failed the functional verification as it would not cool. A check of chiller temperature (t4) was showed that it was at 35c. The device did not require filling at the time of powering on. They power cycle the device and stated the chiller temperature (t4) temperature remained above 30c. Per sample evaluation results received via task on 29sep2025, it was reported that the pem nut of the connector panel was not attached.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller. The arctic sun stat was evaluated upon receipt. During the evaluation it was found that the device did not cool. The 115v chiller assembly was replaced due to inability to cool. Pem nut of the connector panel was not attached. The connector panel was replaced due to broken pem nut. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken. Corrections: d, f, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the iqvia technician, was onsite to perform the 113 (reduced water temperature control) field action. This arctic sun device failed the functional verification as it would not cool. A check of chiller temperature (t4) was showed that it was at 35c. The device did not require filling at the time of powering on. They power cycle the device and stated the chiller temperature (t4) temperature remained above 30c.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.